Event description:
The customer reported that the spine star broke off inside of the patient. The broken piece was left inside the patient. The procedure was completed using a new kit. No additional details were provided.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included.During secondary review it was determined this event was reported under G8 number 1721504-2025-00552 where the manufacturer number and name was inadvertently reported incorrectly. This report with G8 number 9616662-2026-00042 is the correct report for the Ablation STAR as it is manufactured in Galway, Ireland. We will send a cancellation for the other report indicating this one is correct.The suspect device was not returned for evaluation. Therefore, the complaint could not be confirmed, and the root cause could not be determined. A search of the Complaint Database was conducted and one similar complaint for this lot number was found. The Device History Record was reviewed, and no exception documents were found.